Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call of unexplained high blood glucose of 248 mg/dl and would like to check the pump. Customer indicated that they were recently in the emergency room for high blood glucose. The customer was advised to remove the reservoir and run a manual prime and insulin exited the tubing. Troubleshooting found that the drive support cap was normal. Troubleshooting advised customer to change the entire set, reservoir and insulin and treat per their doctor's instruction. Customer was advised that a tubing clamp would be sent out and to call back to further troubleshoot.